Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a coolseal trinity procedure on (B)(6) 2025 the exact date is unknown, the physician reported that the patient received a gastric sleeve and after the procedure ended the patient had to be brought back into the operating room due to bleeding, the event was controlled and the patient was sent home. Additional information received from the physician: patients experienced a short bleeding on the gastric artery. Tissue thickness was 2mm. Patient was taken back to operating room at the hospital where the hematoma was evacuated and the bleeding artery was clipped. Patient recovered fine and is doing well. No other information available.